Manufacturer narrative:
The service technician determined that a failure of the motor was the root cause for the reported problem. The replaced motor was available for investigation. A functional test of the motor revealed that there are numerous positions where the motor couldn't provide mechanic power due to a mechanically abraded collector disc. Based on the reported information the apollo reacted as specified for this situation by automatically switching to manual ventilation and generating a corresponding visible and audible ventilator fail alarm. The motor assembly is designed for a durability of >10 years. In this case the motor had exceeded the estimated lifetime of 10 years. It was produced in 2005. The failure rate regarding this kind of wear and tear effect is within the accepted range.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that there was a ventilator failure during a case. The machine was swapped out. Reportedly, there was no patient injury.